Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) defibrillation lead and right atrial (ra) transvenous lead had noise on all stored egrams after a ventricular fibrillation episode where the shock was diverted. There was also reports of noise on the atrial and shock channels during atrial tachycardia response. The patient's thresholds, sensing and impedance measurements were all normal. The noise was unable to be reproduced. The patient was not symptomatic during the vf episode even though there was a greater than 3 seconds of pacing inhibition and the patient was pacer dependent. These findings were to be further discussed with the physician.

Manufacturer narrative:
Additional information stated that the physician believed that the noise was caused by electromagnetic interference (emi) and that the device operated normally. The patient was using an edger on their grass. No programming changes were made. The patient was to be followed up with again after one month. As of today, the available information suggests these devices remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequent information indicates that this product has declared a battery status of elective replacement indicator (eri). The patient is to undergo a replacement procedure in the near future. The physician also plans to further evaluate the noise issue upon pocket open. As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device passed labeled longevity calculations. The device was put through and passed the pg therapy verification (pg_tv) test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. All electrogram from 2008 have been overwritten. Analysis confirmed that this product was operating within device specifications.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Subsequent information indicates that this product was explanted and replaced for normal battery depletion. At this time, this product has not been returned.